Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to recognize ecgs and the therapy electrodes were non-functional. The trunk cable was damaged, damaging wires in the cable. The root cause for damaged wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.